Manufacturer narrative:
Retained testing and a batch record review was performed. All results were satisfactory. (B)(4).

Event description:
Customer reported that rb309 cell 18 did not react with a sample containing anti-d. Daily qc was acceptable. No erroneous results were reported.